Event description:
Clinical study. Same case as MFR# 6000089-2007-00247. It was reported that 533 days after a coronary drug eluting stenting treatment procedure the patient expired. Target lesion 1 (15mm long) was identified in the first obtuse margin (om) with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 24mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 (5mm long) was identified in the proximal left circumflex (lcx) with 70% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with direct placement of a 3.0 x 8mm taxus express2 drug eluting stent. Residual stenosis wa 0%. The patient was discharged eight days later on aspirin and plavix. The patient expired 533 days post index procedure with the cause of death as brain aneurysm. The physician reported that the target vessel was not involved. No autopsy was performed.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.